Event description:
It was reported that a malfunction alarm occurred. The customer independently performed a pump reset clearing the malfunction alarm, and resuming insulin delivery. There was no adverse impact to the customer's blood glucose level.